Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the homechoice (hc) unit display during use the patient was connected, in dwell. The home patient (hp) stated they forgot to clamp the unused line. The technical service representative (tsr) advised the hp to use new disposables. Proper procedures per the user manual were reviewed with the hp. During a follow-up with the home patient, they stated that they forgot to clamp the unused line and received a system error 2240. He started over with new supplies and was able to complete therapy. There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be a use error due to an open clamp. The sample was not returned to baxter, therefore no sample evaluation or batch review could be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.